Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2006 the patient presented with pre-operative diagnosis of l4-5 diskogenic low back pain. Patient underwent following procedures: l4-5 anterior lumbar discectomy and anterior interbody arthrodesis; insertion of interbody device, l4-5; l4-5 anterior lumbar plating; use of rh-bmp2/acs. Per-op notes the disk space was sized and a size 14 seaspine cage with rh-bmp2/acs was impacted into place. A synthes spine plate was placed anteriorly with two screws in each vertebral body. No intraoperative complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.